Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer was not using insulin pump but instead was using manual injections for diabetes management at time of event. Customer¿s blood glucose level (bg) was 571 mg/dl. Customer attributed bg level to a lack of familiarity with manual injections. The customer addressed elevated bg with manual injections and was advised to contact their healthcare provider.